Event description:
The customer reported a leak from the cartridge chemistry (cc) sample probe of the unicel dxc 600 synchron system. The customer stated that fluid leaked from the cc sample probe onto the reaction wheel evaporation cover drip tray of the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and protective eyewear at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered debris in the valve which supplies wash fluid to the wash collar. The fse proceeded to remove, clean and replace the obstructed valve to resolve the issue. The fse verified the repair as per established procedures and no further leaks were observed. (B)(4).